Event description:
It was reported that this integrated programmer has experienced interrogation issues. The device has not been able to interrogate devices that other programmers have been able to interrogate. A wand issue is being suspected. A replacement of the wand was requested. At this time, this device remains in service. No further adverse patient effects were reported. This device was returned to boston scientific for evaluation.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component on the telemetry board that had become damaged resulting in the reported clinical observations. When the telemetry board was swapped out with a known good unit, the product issue disappeared and operated as expected.